Manufacturer narrative:
The following fields were updated with additional information/correction due to information received form the customer: b3: date of event, b5: describe event or problem, d4: lot #, expiration date, primary UDI number, d9: device available for evaluation, h4: device manufacture date.

Event description:
Need a supplemental for the update received. "Lot# 14576672.there was patient involvement and no harm. Event date was (B)(6) 2026. Status was during infusion."

Manufacturer narrative:
It is unknown if the device is available for evaluation- it has been requested. The investigation is pending.

Event description:
The event occurred on an unknown date involving a primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch. It was reported that the device was leaking at the filter on the total parenteral nutrition (tpn) tubing. No reported patient involvement and harm. The patient involvement is unknown and the patient harm is unknown.